Event description:
A hemorrhage, perforation and pericardial effusion occurred. The procedure was cancelled. It was reported that a versacross connect access solution for carto vizigo sheath was selected for use during a pulsed field ablation (pfa) procedure. During the procedure, the physician was going transeptal with the versacross. Once into the left atrium with the dilator, the physician was manipulation the non-boston scientific biosense webster ultrasound catheter to attempt to put it into the left atrium, it was mentioned a drop in the patient vitals was noted, so the physician moved the catheter to look if there was any effusion and he noticed a large effusion around the left ventricle. The physician then applied a pericardiocentesis and drained the blood out of the pericardial sack. The patient did not stabilize, so a cardiothoracic surgeon was notified to apply a left atrial clip. Patient was hospitalized after his procedure and are expected that the patient fully recovers. The procedure was cancelled. The product return is not expected (disposed). It was mentioned that the versacross dilator has perforated the left atrium appendage when trying to cross the septum. A perforation was confirmed, through the left atrial appendage. No issues noted during tsp, and rf wire was removed after dilation, and was not exposed during the perforation. Physician did not feel the rf wire caused the perforation, he felt it was due to the biosense webster ice catheter. Patients' anatomy did not appear to be abnormal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the patient status, but further information was unable to be obtained.

Manufacturer narrative:
Correction to the initial MDR in block(s) describe event or problem (b5), brand name (d1), common device name (d2b) and pro code (product code) (d2b) and premarket / 510(k) (g4). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the patient status, but further information was unable to be obtained.

Event description:
A hemorrhage, perforation and pericardial effusion occurred. The procedure was cancelled. It was reported that a versacross connect access solution for carto vizigo sheath was selected for use during a pulsed field ablation (pfa) procedure. During the procedure, the physician was going transeptal with the versacross. Once into the left atrium with the dilator, the physician was manipulation the non-boston scientific biosense webster ultrasound catheter to attempt to put it into the left atrium, it was mentioned a drop in the patient vitals was noted, so the physician moved the catheter to look if there was any effusion and he noticed a large effusion around the left ventricle. The physician then applied a pericardiocentesis and drained the blood out of the pericardial sack. The patient did not stabilize, so a cardiothoracic surgeon was notified to apply a left atrial clip. Patient was hospitalized after his procedure and are expected that the patient fully recovers. The procedure was cancelled. The product return is not expected (disposed). It was mentioned that the versacross dilator has perforated the left atrium appendage when trying to cross the septum. A perforation was confirmed, through the left atrial appendage. No issues noted during tsp, and rf wire was removed after dilation, and was not exposed during the perforation. Physician did not feel the rf wire caused the perforation, he felt it was due to the biosense webster ice catheter. Patients' anatomy did not appear to be abnormal. It was further corrected that a versacross connect access solution for faradrive was the kit selected for the case.